Event description:
It was reported that during photoselective vaporization of the prostate procedure, a fracture in the internal lumen of the fiber was noted. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that during photo-selective vaporization of the prostate procedure, a fracture in the internal lumen of the fiber was noted. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. The connector segment verification test showed green light flashed when the segment was set to distal and proximal. Microscope inspection identified the glass tip protruding from the metal cap, indicating a glue failure. The glass cap exhibited moderate devitrification at the output window. The metal cap exhibited mild charred debris adhesion on its surface. The fiber was tested using the forward firing test fixture, the rate resulted below the threshold for potential patient harm. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified glue failure. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during photoselective vaporization of the prostate procedure, a fracture in the internal lumen of the fiber was noted. The procedure was completed with another device. There were no patient complications.